Event description:
The account alleged the head of the bed will not come down because of a broken panel "broken and a loose issue."

Manufacturer narrative:
The technician found the fluoroscopy panel was missing four screws and the panel slipped between the head and seat section, causing it to become lodged and preventing the head section from lowering. The technician replaced the damaged panel to repair the bed.